Event description:
It was reported that the pump vibrator was not functioning. There was no reported impact to customer's blood glucose. Reportedly, customer reverted to using another pump for insulin therapy.